Manufacturer narrative:
Physio-control continues to investigate the reported event.

Event description:
It was reported that during a code the device was disconnected from ac power and only lasted for a few seconds then powered off. Another device nearby was used successfully in the event. The patient's outcome was not reported.